Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a 4" small bore pressure tubing extension set, red needleless valve stopcock that the leakage was consistent with what the end user reported. There was a patient involvement with no harm.